Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation of the stent was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined as the issue was not confirmed during return analysis. The returned device had a separation on the hypotube that appeared to be related handling. It is possible the separation occurred during packaging for return analysis; however, the account was unable to provide additional information regarding this damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the stent struts of a 2.75x23mm xience alpine drug-eluting stent (des), were observed to be flared prior to use. A new 2.75x23mm xience alpine des was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. Returned device analysis observed blood on the stent, balloon folds, and in the guide wire lumen. Additionally, there was a separation at the hypotube. No additional information was provided.